Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the interstim lead and ipg removal and implant of new sacral lead and ipg (B)(6) 2024 (B)(6) 2024). Per healthcare provider (hcp) and patient saw their pcp (primary care physician) assessed incision site, marked an outline of the red area and started antibiotics 11/25/2024. Patient saw doctor (B)(6). Incision site was evaluated. Per hcp, there was a possible infection. As they were taking medication, they should monitor the incision and call the clinic if they noted drainage or fever. They have a post-op visit scheduled (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that they were sore around the incision area, since procedure. Patient stated, they had a post-op appointment after 5 days. And their healthcare provider (hcp), told them the incision was a bit infected. Patient already discussed it with hcp and was having treatment for it. The patient was redirected to their hcp to further address the issue. Patient has a follow-up on december 3rd, with the physician's assistant (pa).